Event description:
Additional information from the patient indicated that they were reprogrammed. They stated that they reset the controller which seemed to resolve the issue. Patient indicated that they still have small issues like no device found error messages and low battery message issues. [See pe 706387973 for previous settings not available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were getting an error message again on their controller settings not available cannot provide your desired intensity. Pt stated they have seen this message before and met with manufacturer representative. Agent redirected to healthcare professional (hcp). Patient reported they were readjusted to adjust the a, b, and c levels because the frequency locked them out. Patient went to their healthcare provider (hcp) and was reprogrammed. The issue resolved then reoccurred probably end of may. Patient couldn't go into group a and would lock them out. Patient would get looking for device and no device found. Patient may have gotten settings not available but agent was unsure. Patient couldn't turn group a on or adjust group a. Agent redirected patient to their hcp to address the issue. It was reported the patient was unsure if cause was determined, but they corrected to where the feature worked as they did something on their controller. As of 5/31/2024, the issue of not being able to adjust intensity was starting to act up again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.